Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient fell in (B)(6) 2016, and had not had adequate coverage since that time. The patient met with a manufacturer representative in july, who told her the left lead had out of range impedances. The patient met with a manufacturer representative (B)(6) 2016. The battery was interrogated and the entire left lead was out of range greater than 10k. The patient was reprogrammed using the right lead only and she was feeling better. She was also given a high definition program to try. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.